Event description:
It was reported that the system had no power to the monitors. This can prevent the system from being usable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.